Event description:
It was reported that during a wisdom tooth extraction the bur guard that was being used melted and the pt received a burn to the lip. The pt has been referred to a plastic surgeon.

Manufacturer narrative:
The hand piece and the bur guard were received at the manufacturing location for investigation. According to the investigation info, the bur guard was pushed too far onto the hand piece. When the guard is pushed too far onto the nose cone the friction can cause the bur guard to melt.